Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: expiration date - additional information h2: type of follow up - additional information h4: device mfg date - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.